Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that kinks were observed in the sheath assembly. Saline solution residues were observed on the ccp (catheter code pcba) board. Electrical failure appeared due to electrical open at proximal wave form as a result of broken coax cable at 130cm to 140cm. No ic windup was found within the telescope section and the sheath section of the device. The reported event was confirmed based on open circuit encountered at the proximal end of the catheter, a broken coaxial cable occurs due to the material characteristics of the coaxial cable and the drive cable, since the drive cable is made of counter-winded coils, it has better elastic capabilities than the wires used for the transmission of energy to the transducer. The difference in elastic properties of the material causes that during the telescoping action, the drive cable elongates further than what the coax cable is capable of, if a certain threshold is exceeded, the coaxial cable would break, and the device is not going to be able to display an image. Failures related to this issue are traced to design characteristics of the device. Regarding the evidence of saline solution residues on the ccp (catheter code pcba) board was found, which could happen during the preparation of the catheter (flushing process) before plugging it into the motor drive unit (mdu), since the device is exposed to saline solution during this step. If saline solution is present when the catheter is plugged into the mdu, the system will not recognize or will misrecognize the device, for this reason, cause traced to environment is the most probable cause for the evidence of saline solution residues on the ccp even though during product analysis the device was well recognized, since by the time of the functional test, the water of the saline solution is already evaporated. Regarding the encountered kink, this type of failure often occurs due to the action of external forces over the catheter. A kink can occur outside the patient due to forces related to the handling of the device. If the user applies a bending force over the sheath, it could bend and consequently collapse into the kink observed, this could occur during the unpacking or preparation when the device is being held. Since the DHR review confirmed that the device met all manufacturing specifications, it is most probable that the kink occurred during the procedure as explained above. Therefore, adverse event related to procedure is the assigned cause for the observed kink. All compiled information on this investigation determines that the most probable cause is: cause traced to device design. This issue does not present a new or unanticipated risk per risk management.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion which was 15 mm long was located in moderately tortuous and severely calcified right coronary artery with a 3.25 mm vessel diameter. An opticross hd was advanced for ultrasound examination of the target lesion. During procedure, it was noted that the core had came off. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion with 15 mm long was located in moderately tortuous and severely calcified right coronary artery with 3.25 mm vessel diameter. An opticross hd was advanced for ultrasound examination of the target lesion. During procedure, it was noted that the core had came off. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).